Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the patient presented to the emergency room with fatigue and was admitted. Evaluation determined the patient's right ventricular (rv) lead had high pacing impedance and high thresholds with no capture at high outputs. The rv lead was capped and replaced the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.